Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient passed away and that she went to the hospital about 2 weeks prior because she was retaining water. She was admitted for 5 days before discharge. Husband said the hospital did not provided treatment. He took the patient to her doctor the next day, the doctor called the ambulance who took her to another hospital where they drained 23 pounds of water via dialysis over 4 days. Customer was discharged and went home for 2 days. Husband found her the next day in the bathroom at home on the floor and called 911. He did not know if she was wearing the pod. Patient was taken to the hospital to be checked by the medical examiner. Caller said it was determined that the patient died of natural causes but could not give more specific information. Patient had kidney disease and fatty liver disease, in addition to diabetes.